Event description:
During a ptca procedure involving a 90% stenotic circumflex lesion the balloon was suspected to have ruptured 10 atm's on the initial inflation when back flow of blood into the inflation device was noted. A bmw guide wire, 6f launcher jl4 guide catheter and an encore inflation were also used in the procedure. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported.